Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was severely calcified, 99% stenotic in the right coronary artery (rca). The physician attempted to reach the lesion with a taxus express2 3.5 x 20 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. As the physician retracted the undeployed stent into the guide catheter resistance was noticed. Upon removal of the taxus stent from the pt's body stent damage was noticed. The procedure was successfully completed with another unk stent. No pt complications or injuries were reported. Pt status is reported as "fine."

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the product had been disposed and no analysis was possible. The manufacturing records for top assembly batch 8028142 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.